Event description:
It was reported that the patient presented with a herniated c3-4 disc and cervical disc disease. The patient underwent an anterior cervical fusion and laminectomy. No operative note or implant records were provided. There was no mention of rhbmp-2/acs in the medical records provided. On the evening of pod 1, the patient reported having difficulty swallowing. On pod 2, the patient reported "his throat burned and epigastric burning sensation in his abdomen, along with dry retching on occasion." Per the physician, "his throat appeared to be patent on visual examination. No stridor. He did have a tone of bronchial congestion, as he was breathing" a swallow evaluation was requested. The speech therapist noted that he was refusing to swallow any of the items that she gave to test him, as he had a great fear of choking or coughing. The patient also had a delayed cough, however, the cough was weak and at times nonproductive the patient had voice changes as well. An ent surgeon noted a normal epiglottis. He noted effacement of the right piriform and pooling of secretions, edema of the right ae fold, normal vocal cords, airway patent. His impression was postoperative edema, no ecchymosis, no signs of hematoma. On pod 4 the patient noted feeling much better again. At 1464 days post-op, the patient presented to the ER with substernal chest pain. ER notes indicate that the patient walked in. The patient had an abnormal ECG, with sinus tachycardia and non-specific t wave abnormality. It is alleged that the patient developed difficulty swallowing and breathing, throat spasms, neck cramps, voice change, numbness, and became non-ambulatory since receiving rhbmp-2/acs.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007 the patient underwent c5-6, c6-7 anterior cervical discectomy, placement of cornerstone implants at c5-6, c6-7, anterior cervical plating, microdissection, use of microscope, intraoperative monitoring of baseline emg, baseline motor evoked potentials and continuous motor evoked potentials throughout the case in the upper and lower extremities. Preoperative diagnosis: cervical spondylosis without myelopathy. Perop notes: we incised the disc using a 15 blade. We used a high speed drill to remove disc material and cartilaginous endplate from the disc space. Retracted on the casper pins to aid in visualization of the depths of the disc space. There was a bleeding that occurred from the epidural space and this was controlled with gelfoam powder soaked in thrombin. Under distraction, we felt we could place a 7mm implant into the disc space. We filled the implant with rhbmp-2/acs. We then relived the distraction on the disc space with the implant countersunk within the disc space. Repeated the above procedure for c5-6 disc space. We were able to place a 6mm implant filled with rhbmp-2/acs at this level.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2007 the patient underwent c5-6, c6-7 acdf using rhbmp-2/acs.

Event description:
It was reported that on (B)(6) 2007 the patient presented with cervical spondylosis without myelopathy. The patient underwent c5-6-7 acdf using cornerstone, anterior cervical plating, and rhbmp-2/acs. The bmp was placed within the cornerstone implants. There were no noted complications.

Manufacturer narrative:
Additional information: the following imaging studies were returned to the manufacturer for evaluation. Pa chest x-ray shows an apparently poor inspiratory film. Cardiac silhouette and diaphragmatic borders are well seen. No cardiomegaly is noted. Lateral lung fields are not well expanded. Aortic know appears normal in size without arthrosclerotic changes. Acdf plate is noted and appears to span two levels from c6 to t1.

Manufacturer narrative:
(B)(4).